Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The reported event of deep/unspecified infection occurred >90 days post implantation. During the investigation process, a review of the sterile certifications was conducted and found to be conforming to no applicable deviations. Devices were verified to have gone through an acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e., hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue identified affecting implant safety or effectiveness, the implanted products are not identified as the source or contributing to the reported infection. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). D10: distal centralizer 12mm item: 00-7859-012-00 lot: 64853486 build-up block size 13/15x10mm item: 00-7871-001-10 lot: 64808410 allen plug 28mm flange item: 00-8011-020-28 lot: 64590497 biolox delta head 12/14 36x0 item: 00-8775-036-02 lot: 3068656 g2: australia h6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 (four) years post-implantation due to infection and osteolysis. No additional information available for the reported event.